Event description:
The customer reported that the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram battery was replaced and the power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.